Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. Some 37.2mg of tissue plasminogen activator was administered intravenously. Two passes were made with the subject device and one pass was made with the other retrieval device. During the procedure a right internal carotid artery dissection was detected. Post procedure, the patient was found to have an intracranial bleed of unknown origin. The physician stated that the artery dissection and intracranial bleed could have been a result of the procedure. No other information was provided.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient vessel dissection and hemorrhage are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. 37.2mg of tissue plasminogen activator was administered intravenously. Two passes were made with the subject device and one pass was made with the other retrieval device. During the procedure a right internal carotid artery dissection was detected. Post procedure, the patient was found to have an intracranial bleed of unknown origin. The physician stated that the artery dissection and intracranial bleed could have been a result of the procedure. No other information was provided.